Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient developed endophthalmitis following an uncomplicated pars plana vitrectomy procedure, on the left eye. The patient returned two days postoperative with decreased vision, hypopyon and vitritis. A vitreous tap was performed and an intravitreal antibiotic and subconjunctival dexamethasone injection was administered. It is noted that the patient's visual acuity is improving.

Manufacturer narrative:
This is a (B)(6) year old female patient who was scheduled for a planned pars plana vitrectomy of the left eye (os). The case was listed as ¿routine and uneventful.¿ the first day post-operative (po) exam was normal. On day 2 po, the patients¿ visual acuity (va) began to decrease. The patient was the diagnosed with ¿endophthalmitis.¿ the surgeon also noted a hypopyon and inflammation of the vitreous. An intravitreal injection of vancomycin and ceftazidime was given, along with dexamethasone administered in the sub-conjunctiva. The surgeon noted that the va is improving since. Surgical data: there was no retro bulbar block used. The 5% topical betadine was applied to the eye and 10% was applied to the eyelids and the surrounding areas. The pars plana vitrectomy was performed with a 25 gauge probe. The wound integrity was listed as ¿intact¿. Balanced salt solution was used during the case. No sutures were required. The surgery last 1 hour and 10 minutes and it was the first case of the day. Cleaning and sterilization procedure: biological indication method is used. The autoclave used was listed as ¿future health concepts¿. Parameters: steam @ 270 degree with 28 psi, exposure is 8 minutes, with a 30 minutes dry time. These are pre-vac and the last autoclave servicing was listed as (B)(6) 2017. The water supply used for sterilization is: de-ionized, sterile, and tap water. An ultrasonic cleaner is used with a volsare neutral solution. All instruments are scrubbed with brushes are used to remove debris. Reusable cannulas are flushed until they are clear. Single use products are not reused. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was manufactured on october 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).